Event description:
The power injector failed to inject the correct dose of contrast (gave an under-dose) despite being programmed correctly. The injector would immediately disarm once the inject button was pressed. Troubleshooting was attempted within the lab with no fix being made. A work order was for bio-med and also manufacturer, bayer medrad, notified. Upon investigation by bio-med and bayer medrad rep, this was a turret pin issue that needed to be fixed. Repair was conducted and finished.